Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) delivered a shock as inappropriate therapy for a suspected atrial arrhythmia. The first shock successfully terminate the patients rhythm, with the patients entering ventricular tachycardia (vt) and a second shock was delivered, with the rhythm spontaneous self terminating afterwards. Technical services (ts) was consulted and reviewed stored episodes, with pacemaker mediated tachycardia (pmt) episodes discovered. Ts discussed stored episodes and therapy delivery. This crt-d remains in service. No additional adverse patient effects were reported.